Event description:
Customer reported fluid leaked from a crack in the accuslide. The set was ordered for a clinical trail (traumatic brain injury study). Customer stated the study medication was a hormone product. No pt harm reported and no medical intervention required. Although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). The customer's report that a set leaked due to a crack in the accuslide could not be confirmed because the product was not returned for failure investigation. Customer stated the set was discarded. The root cause of this failure could not be identified.